Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopic procedure, the tip of the ar-13995n, broken off. The case was completed by using a new ar-13995n. The surgeon did do an x-rays at the end of the case to determine if tip was still in patient. Radiology confirmed not in patient.